Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device backflow of blood was not observed. When the angio-seal locator/insertion sheath assembly was inserted into the artery, the back flow of blood was observed. The assembly was then slowly withdrawn until blood stopped. When the assembly was advanced again, backflow of blood was not observed. The device was not used, and manual compression was applied for thirty (30) minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250cc's. There was no health damage to the patient. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. No equipment or other devices were used with the product involved.

Manufacturer narrative:
H6: investigation findings - 114 is based upon evaluation of user facility information; 213 is based upon evaluation of the returned sample. This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned mated together, however, the components were found to have not been fully mated. The blood inlet holes were examined and were found to have been closed as the inlet holes were not aligned. No damage or deformation to the device was identified. Functional testing was performed by fully connecting the device assembly and injecting water into the distal tip to check for obstructed or insufficient fluid flow through the proximal end. Fluid was able to pass through the device, and no issue was able to be found with device function. The blood inlet holes of the hemostasis sheath were measured and were found to have been 0.039", which was within specification. Blood inlet and outlet holes were measured on the locator and were found to have been 0.056" and 0.019" respectively. Both dimensions were within the specifications. The complaint was able to be confirmed, and the likely cause of the issue was determined to have been improper device assembly preventing fluid return. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).